Event description:
A report was received that the patient was experiencing discomfort along the course of the lead and the battery site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction per physician. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort along the course of the lead and the battery site. The patient will undergo an explant procedure.